Event description:
Inappropriate shock delivered. 9/26/96 rr intervals suggested a sensing problem. 10/11 clinic visit documented sensing problem. In or, severed patch was discovered. 34j shock delivered with patch not included in system. Oversensing pre and post qrs seen.